Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was in the emergency room with a 10-second asystole episode, causing a (pre)syncope. There was also an alert due to high ventricular impedance. The lead was capped and replaced. No further patient complications were reported as a result of this event. The patient status was noted as 'ok'.